Event description:
In 2002, the patient was seen at the implant center for device evaluation. Testing conducted confirmed that device was no longer functioning. Revision surgery took place in 2002. Patient was reimplanted with another clarion device.